Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of high blood glucose of 400 mg/dl and the set falling off. Customer treated with a bolus. Troubleshooting advised customer on taping technique and adhesion. Customer was advised to monitor the pump and call back if there are additional issues. Customer declined high blood glucose troubleshooting.